Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received indicating that data analysis was performed. The shock impedance trend showed a gradual increase since last year reaching out of range values greater than 125 ohms, but with a recent slight decrease. Boston scientific technical services (ts) indicated that the thoracic impedance, night heart rate and mean heart rate in the health status trends show a decrease from the first months of 2025, that could be related to the same behavior of the shock impedance trend. Recommendations were provided. The lead remains in service and no adverse patient effects have been reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.